Event description:
While the customer was in the hospital for diabetic ketoacidoses and a blood glucose level of 457 mg/dl, the customer received multiple inaccurate fill estimates. The customer was being treated with novolog pens. They were released from the hospital the following day with a blood glucose level of 143 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.